Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 570 mg/dl at the time of incident. Customer stated that the insulin exited during prime. The customer reported that the no delivery alarm was unresolved in troubleshoot. Customer was advised to use different reservoir's. The insulin pump will not be returned for analysis.